Event description:
During es2 and oic peek l5-s1 plif surgery, the tip of 4.5mm tap was broken on s1 of the patient when the surgeon tried tapping with it to s1 of the patient for 7.5mm es2 screw insertion. It was reported; first, the surgeon tried to tapping with 6.5mm tap to s1, but it was not inserted because the patient bone had cured. After the breakage of 4.5mm tap, the surgeon tried to remove the its tip but it could not be removed. So it was remained in the patient bone. Finally, a short length screw was inserted to s1 and finished the surgery. The broken tip of 4.5mm tap was remained in the patient bone.

Manufacturer narrative:
Method: device history review and visual inspection. Results: no manufacturing issues for the reported lot code. Visual inspection noted the threaded tip of the cannulated modular tap was fractured. The fracture surface is consistent with torsional overload. Conclusion: the most likely contributors to the reported issue include excessive application of torque due to the high bone density of the patient.

Event description:
During es2 and oic peek l5-s1 plif surgery, the tip of 4.5mm tap was broken on s1 of the patient when the surgeon tried tapping with it to s1 of the patient for 7.5mm es2 screw insertion. It was reported; first, the surgeon tried to tapping with 6.5mm tap to s1, but it was not inserted because the patient bone had cured. After the breakage of 4.5mm tap, the surgeon tried to remove the its tip but it could not be removed. So it was remained in the patient bone. Finally, a short length screw was inserted to s1 and finished the surgery. The broken tip of 4.5mm tap was remained in the patient bone.